Event description:
Patient's mother reported the infusion set adhesive does not stick enough. The patient experienced elevated blood glucose of 500 mb/dl and the mother injected insulin via pen. Three hours later the patient's blood glucose normalized. Mother alleges the infusion set is defective. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.